Event description:
A (B)(6) male pt called zoll customer support to report that he received a service code that stated the belt was usable. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon evaluation, the electrode belt's trunk cable connector was unable to securely latch to a monitor, causing intermittent communication between the pt's electrode belt and monitor and the reported service code 204. The root cause for the defective trunk cable connector could not be positively identified. No adverse event resulted from the defective connector. The patient received a replacement electrode belt.